Event description:
Device malfunction: mislocation of clip. Time of malfunction: after vessel closure. Symptoms/ae: occlusion/surgery. It was reported that a physician trained in the use of the starclose se device, attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a few hours after the procedure, the pt developed a cold leg. A cut-down procedure was done and it was found the artery was occluded, as the clip of the starclose se was partially attached to the posterior wall of the artery. The clip was surgically removed from the posterior wall and the artery was closed. There were no other adverse pt sequelae reported. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.